Event description:
It was reported that the pt presented with a mild chronic anterior inflammation in both eyes following bilateral iol implantation. Reportedly, once the steroid treatment was discontinued the pt experienced pain. The report refers to the pt's right eye. Ref 1119279-2014-00169 for report for the pt's left eye.

Manufacturer narrative:
The lens remains implanted, therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.